Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced ineffective stimulation. Diagnostics revealed high impedances on multiple contacts. As a result, surgical intervention was undertaken where it was discovered the lead was kinked near the anchor. As a result, the physician explanted and replaced the lead with two new models. Postoperatively, effective therapy was restored.